Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter did not display the ¿apply blood¿ icon after inserting a test strip due to testing in settings mode. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the product issue started approximately one month prior to the call with lfs, on (B)(6), 2023. The patient manages his diabetes with insulin (lantus ¿ 8 mg/10 mg in the morning, 10 mg/15 mg or 20 mg at night depending on the reading). The patient claimed that he continued taking his usual medication after the alleged issue started. The patient reported that due to the alleged issue with the subject meter he was unable to test and did not know for sure whether his sugar was low or high. At an unspecified time after the alleged issue occurred, the patient started to ¿shake¿ and was ¿sweaty¿. The patient stated that he drank a lot of water and felt better after. The patient denied using any other device to perform a blood glucose test. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time. The cca walked the patient through a test and the issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.